Event description:
It was reported that stent shortening occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the mid left anterior descending (lad) artery. Following predilation, a 2.75x28mm promus element drug-eluting stent was placed. After contrast was injected it was noted that the stent had "shrinkage." The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the stent appeared 2mm shorter than expected. The stent was well apposed and no additional intervention was performed to the stent. The intervention was considered successful. The patient is currently doing well.